Event description:
Reporting status: death. Reporting rationale: medical intervention; permanent damage; death. Device issue: difficult to deploy. It was reported that this was an acute myocardial infarction (ami) case. The lesion was dilated with another company's 2.25x15mm balloon catheter. A 2.5x18mm pixel stent was deployed in the mid lad and a 3.0x12mm vision stent in the proximal lad. The lesion was examined on angiography and the vessel distal to the area where the vision was implanted became invisible. As the vision stent was confirmed not to be fully expanded, the vision was post-dilated with another company's 3.5x12mm balloon catheter; however, the blood flow did not improve. Thrombus aspiration was done using another company's aspiration catheter. Thrombus aspiration was done several times, but the blood flow improved just after each aspiration and then the vessel became totally occluded afterwards, on all occasions. Another company's balloon catheter was dilated to squash thrombosis at a high pressure. The procedure was completed and medication (thrombolysis) was administered; however, the pt expired. No additional event or pt info is available.

Manufacturer narrative:
.